Event description:
Inamed is a united states corporation that manufactures a gastric lap band. They are making millions of dollars selling these devices, which are hugely purchased by doctors in another country. The morbidly obese are flocking here. Where we have these devices implanted in desparation to save our lives. The surgeon comes highly recommended by inamed. Now I could be dying, and nobody here cares. Out of desperation to save my life, I went to mexico to have an american product surgically implanted around my belly to lose weight. Inamed refuses to take any responsiblity for the problems I've encountered. Before agreeing to surgery I asked for local aftercare, and dr gave me a written referral and as secondary after care, another physician in the united states. The office just called back and the dr refuses to see me. A week after my surgery, my port became infected but neither dr would see me, and my foreign surgeon refused to take my calls. The staff made every excuse in the book, so I was forced to find another surgeon in the foreign country, who surgically removed my port in a surgical center that fell way below their standards. After the port removal surgery, the wound stayed open and infected for 8 mos. I went to a local surgeon who dug through the wound and said he cleared out the infection. I also went to an urgent care, who lanced the wound open and packed it. It was 8 months of not knowing what to do. I made many complaints to inamed. Eventually, they re-connected me with the original surgeon. I went back to the foreign country, where dr put a new port in. However, the new port was infected within a week. I have no local medical care. The adjustable gastric lapband, produced by an american corporation called inamed, was approved by the FDA just a few years ago. This product needs to be taken off the market immediately since so many people are running into complications but can't get local care. You have to understand that morbidly obese people are usually so desperate to save our lives that we'll do anything to lose weight. I was on the phone with a suicide prevention hotline before getting the band. Even though I've had all the complications, I lost 60 pounds, and now I have my will to live. This past weekened my band hurt, I was vomiting, and I have a fever. Chances are that stomach fluids are leaking, which can kill me. I called both drs this morning as an emergency, but neither would take my appointment. The staff said they won't see pt like me, and they both promised to call me back. I am desperate for local medical care. I can't go back because the standards there fall far below american standards. People are rushing in droves to get the band, since it's more affordable there. The foreign drs won't even give me a copy of my operative report to provide my insurance company. I'm an american citizen in need of medical care, but local band surgeons refuse to care that I could be dying of internal leakage because of their medical malpractice guidelines. If I die, please let the world know that dr knew that I was having an emergency but didn't treat it as such. The device could be available for eval if it's removed from my belly.